Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the first staff member. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a com-fit plush mask cfp-3, the masks are causing skin irritation to six staff members. There was no medical attention required for any of the staff members.

Manufacturer narrative:
The device was evaluated and found to be within specification. Retained product was evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.